Event description:
This is follow up#1 to report on 03/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional hernia¿ surgery and was implanted with a strattice device lot ¿sp100453-038¿ on (B)(6) 2016. The patient underwent an ¿exploration of abdominal wound, explanation of mesh, and placement of wound vac¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain, recurrence, abdominal wound, placement of wound vac, infection, fistula, additional mesh implanted, small bowel resection, adhesions, inflammation, foreign body giant cell reaction, emotional injuries with and without treatment, and intervention and mesh removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, abdominal wound, placement of wound vac, infection, fistula, small bowel resection, adhesions, inflammation, foreign body giant cell reaction, and intervention and mesh removal surgery¿ between (B)(6) 2016. The patient was implanted with a sixth non-abbvie device, ¿ethicon physiomesh; lot #gd8gpgao¿ on (B)(6) 2013. The form indicates that the device was ¿removed (B)(6) 2018 due to repair of recurrent incisional hernia.¿ the patient was implanted with a seventh non-abbvie device, ¿bard phasix; lot #hubq1405¿ on (B)(6) 2018. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100453 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.